Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d6b: explant date: explant occurred in mid 2021.